Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid [2.0 m/ml] at 1.699 mg /day, indicated for non-malignant pain. It was reported that a catheter event occurred. It was reported that when the patient went in for a refill on (B)(6) 2018, they aspirated the medication from the pump and blood came out. The patient stated that the nurse aspirating the pump said he has never seen that. Per the patient, the doctor said it was alright, (B)(6) filled the pump. It was noted that the doctor asked if the patient was having any issues with headaches or neurological issues, and the patient stated that he is not. The patient stated he is not reporting any symptoms. Patient services redirected to the healthcare provider (hcp), as the patient¿s question was medical in nature. The patient stated that his doctor was going to follow-up with the manufacturer and get back to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 (B)(4) (con): information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid [2.0 m/ml] at 1.699 mg/day, indicated for non-malignant pain. It was reported that a catheter event occurred. It was reported that when the patient went in for a refill on (B)(6) 2018, they aspirated the medication from the pump and blood came out. The patient stated that the nurse aspirating the pump said he has never seen that. Per the patient, the doctor said it was alright, andrefilled the pump. It was noted that the doctor asked if the patient was having any issues with headaches or neurological issues, and the patient stated that he is not. The patient stated he is not reporting any symptoms. Patient services redirected to the healthcare provider (hcp), as the patient¿s question was medical in nature. The patient stated that his doctor was going to follow-up with the manufacturer and get back to the patient. No further complications were reported or anticipated. (B)(4) 2018 lfc (hcp): additional information was received from a healthcare provider on (B)(4) 2018. It was clarified that blood came out while aspirating from the pump reservoir. It was noted that it was a small amount of blood. It was indicated that the cause of the issue was unknown. As an action/intervention to resolve the issue, it was reported that repeat access to the reservoir resulted in no blood on multiple repeat aspirations. It was indicated that the issue had been resolved as of the last attempt to aspirate it. The pump has been filled with medication and seems to be functioning appropriately. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-apr-20. It was clarified that blood came out while aspirating from the pump reservoir. It was noted that it was a small amount of blood. It was indicated that the cause of the issue was unknown. As an action/intervention to resolve the issue, it was reported that repeat access to the reservoir resulted in no blood on multiple repeat aspirations. It was indicated that the issue had been resolved as of the last attempt to aspirate it. The pump has been filled with medication and seems to be functioning appropriately. No further complications were reported or anticipated.